Event description:
It was reported that during a gastrectomy, the device made noise and an error code was noted. A new instrument was used and the case was completed without pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.